Manufacturer narrative:
Pump received unable to performed the displacement test or verify device deficiency anomaly due to complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that their reservoir lip ring was damaged. The customer¿s blood glucose level was in the range of 300 mg/dl. The customer also stated that the reservoir ring has damaged. Troubleshooting was performed for damage and noticed the they able to pull the reservoir right out of the pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.